Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a watchman access system. The device was bloody. Analysis of the tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed tip damage (delamination/stretched inner material), and kinks located 4.5cm and 44.5cm from the tip of the device. Inspection of the rest of the device found no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 11 november 2019. It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was advanced and a kink occurred while positioning in the distal laa. The device was exchanged and the procedure was completed. There were no patient complications. However, device analysis revealed inner liner delamination.